Event description:
It was reported that the pace/sense portion of the right ventricular lead had oversensing. There were also non-sustained ventricular tachycardia episodes and noise on the electrogram. The pace/sense portion of the lead was replaced, and the high voltage portion of the lead remained in use until the lead was subsequently explanted and replaced due to an associated lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the distal portion of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.